Event description:
It was reported that an eva bag had particulate matter within it. This was found before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed that the bag was still unfilled and a particle was noticed inside the bag. The particle was isolated and fourier transform infrared spectroscopy (ftir) spectrophotometer scanning analysis was performed, the particle was determined to be acrylonitrile butadiene styrene (abs) material. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.